Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection. Cultures were taken and it was determined to be pseudomonas bacterium. The patient received antibiotic treatment. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.